Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 55 mg/dl at the time of the incident, and 94 m/dl at the time of the call. The customer treated the low with glucose tablets. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the dat test at 0.08720 inches.